Event description:
The customer received questionable results for four patient samples. Of the four samples, two were found to have erroneous results for inorganic phosphorus (phosphorus) and one was found to have an erroneous result for creatinine plus (creatinine). All erroneous results were reported outside of the laboratory. The customer considered all repeat values to be correct. The first sample initially resulted as 16.4 mg/dl accompanied by a data flag for phosphorus. The sample was repeated and phosphorus resulted as 3.5 mg/dl. The sample was repeated a second time on another p module (serial number (B)(4)) and phosphorus resulted as 3.7 mg/dl. The second sample initially resulted as 1.06 mg/dl for creatinine. This sample was repeated on another p module (serial number (B)(4)) and creatinine resulted as 0.60 mg/dl. The third sample initially resulted as 21.5 mg/dl accompanied by a data flag for phosphorus. The sample was repeated on another p module (serial number (B)(4)) at a decreased sample volume and phosphorus resulted as 2.9 mg/dl. It was repeated a second time on another p module (serial number (B)(4)) where phosphorus resulted as 3.2 mg/dl. No patients were adversely affected by the event. The phosphorus r1 reagent lot number was 64492901 with an expiration date of 09/30/2012. The phosphorus r2 reagent lot number was 64542001 with an expiration date of 03/31/2013. The creatinine r1 reagent lot number was 64907701 with an expiration date of 05/31/2012. The creatinine r2 reagent lot number was 64657301 with an expiration date of 04/30/2012. The field service representative was able to determine that the issue was caused by a fluidics failure of the cell rinse mechanism nozzle 5. He stated that a large drop of acid wash was developing at the tip of the nozzle having the potential to fall into an active reaction cell, altering the photometric measurement. He replaced the cell rinse mechanism tubing. He ran performance testing and this met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.